Event description:
Customer cited low readings when compared to a laboratory comparison. The result when plotted on a clarke error grid fell into the d zone, which is considered to be clinically significant. There was no report of death or serious injury. Medical intervention was not required. There is no info about technique or type of laboratory comparison.